Event description:
It was reported that during a rectum resection procedure, the anvil was not connected well to the body of the device and became separated during use. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 05/19/2009. Info anticipated, but unavailable at this time.